Event description:
During bedside removal, contacts become dislodged from the electrodes. One of the contacts broke off of the wire and remain on the right occipital region.

Manufacturer narrative:
The surgeon placed strip electrodes through burr holes and removed them bedside; bedside removal is a common procedure. During removal, some of the contacts were dislodged from the silastic body of the electrodes. One of the contacts broke off of the wire, and remains on the right occipital region. The surgeon was unable to easily remove the contact from the pt. The decision was made to leave the contact in, and to remove during the upcoming resection surgery. The surgeon reported that the contact will be easily removed during the open craniotomy procedure for the resection surgery, and leaving the contact in will not cause any harm to the pt. It was reported to us by the surgeon that he has no concerns or worries for pt safety, or pt injury. The procedure was successful and they were able to determine where the seizures are originating from. We were informed that this incident does not worry him, and he is not concerned of pt death or serious injury. The surgeon has had strip electrodes removed bedside since the incident and did not have any problems. Evaluation summary: it was reported that dr (B)(6) had difficulty removing some subdural strip electrodes bedside. During removal, some of the contacts became dislodged from the body of the electrode and some of the contracts broke off. It was reported that two contracts remain on the right temporal region in one pt and the other pt has one contact remaining on the right occipital region. (B)(6) returned various strip electrodes. It is unk which strips were used for which pts. The complaint investigation team (cit) has evaluated the electrodes that were returned from (B)(6). The hospital returned 7 strip electrodes total: 4 - (B)(4); 2 - (B)(4); 1 - (B)(4). Upon return, the electrodes were visually inspected. The electrodes were badly damaged. They had experienced severe pulling causing the contacts to become dislodged, several of the contacts are missing, the silastic bodies of the electrodes were stretched, and internal wires were broken. Some of the silicone tails and wires were bunched up, which is a sign of severe pulling or stretching. One of the electrodes tails have been cut off. There are several contacts missing from the electrodes, so we are unable to determine which electrode is the electrode that has the missing contact that was left in the pt. The electrodes appear to have gone through extreme stresses which are not typical to a bedside removal procedure. We are only able to perform a visual inspection of these electrodes due to their condition. These electrodes were damaged during use. We will continue to investigate to determine root cause of disc dislodgement/detachment to attempt to determine if this is a customer mishandling issue or a product issue.